Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed no evidence of frayed cables on the extension cable, power supply or power cord. Root cause of unit¿s inability to power on concluded to be a malfunction with the arm processor on the i3 pca. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power extension cable was not confirmed.

Event description:
The patient reported sparking. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.